Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
The customer reported a ventilator experienced an alarm light emitting diode (led) failure. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse advised the customer that they may need to replace the power switch overlay. If this replacement does not solve the issue, then the replacement of the power management (pm) printed circuit board assembly (pcba) maybe needed. Further information regarding the repair has been requested from the customer. No response has been received at this time.